Event description:
It was reported that patient was brought to or due to tip of the greater trochanter broke off on a left hip. Surgeon supported that with cables and a plate.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.